Event description:
It was reported that while trying to coil an aneurysm in left posterior communication inferior artery (pica) the physician experienced difficulties while positioning the first coil (subject device). While attempting to reposition the coil with in the aneurysm, it was reported that the coil prematurely detached. An unknown portion of the coil remained in the parent artery. The physician attempted to retrieve the coil by using an ev3 snare, but was unsuccessful. After the unsuccessful attempt, the physician aborted the procedure. The patient was reported to be conscious and have "good breath", but is expected to experience difficulty in moving the right leg.